Manufacturer narrative:
Citation: weferling m, et al. Right bundle branch block is not associated with worse short- and mid-term outcome after transcatheter aortic valve implantation. Plos one. 2021 jun 16;16(6):16(6):e0253332. Doi: 10.1371/journal.pone.0253332. Earliest date of publish used for date of event. Medtronic products referenced: corevalve (PMA# p130021, product code npt), evolut r or evolut pro (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the effect of pre-existing right bundle branch block on the short- and mid-term outcomes of patients undergoing transcatheter aortic valve implantation (tavi). All data was retrospectively collected from a single center registry between january 2010 and april 2019. Of the 1 ,891 patients included in the study population (predominantly female, median age 82 years), 225 patients underwent tavi with the medtronic corevalve (176) or evolut (49). No unique device identifier numbers were provided. Among all patients, 252 deaths (all-cause = 86, cardiovascular = 166) occurred within one year of tavi. No correlation was made between medtronic product and the deaths. Among all patients, procedural and post-procedural adverse events included: valve embolization; valve-in-valve implantation; unspecified left ventricular or aortic root injury; new permanent pacemaker implantation (median time from tavi to pacemaker implant was three days); disabling stroke; major or life-threatening bleeding; major vascular complications; and moderate to severe paravalvular leak. Medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.